Manufacturer narrative:
(B)(4) the actual complaint product was not returned for evaluation. The device history records were reviewed for lot number m5082t507, and the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was report by medwatch report mw5044274, that "a male infant delivered with a seizure disorder requiring intubation at birth. The respiratory therapist noticed the suction catheter device was ineffective causing continuous suctioning and a loss of pressure. The patient's oxygen saturation decreased to 4%, correcting with 100%fio2 until the suction catheter was replaced. No patient harm. Prematurity of birth with seizures."